Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the associated cardiac resynchronization therapy defibrillator (crt-d) was being explanted and replaced due to normal battery depletion. Prior to device changeout, the crt-d and leads were checked, and it was discovered this left ventricular (lv) lead was not capturing and exhibited high pacing thresholds. Fluoroscopy was performed, which revealed the lv lead dislodged from the initial implant location. The patient had not been to the clinic for a device check in years, so this was not noticed. The patient reported she felt fine, so the physician left the lv lead in place for reference, in case the patient needs lv pacing in the future, the coronary sinus can easily be identified. At this time, this lv lead remains connected to the new device, but programmed off. No adverse patient effects were reported.